Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and a root cause could not be determined.

Event description:
Olympus was informed that the olympus clv-s190 generated an "e103 lamp light up" error. The problem reportedly occurred on setup by an olympus sales representative for an evaluation. There was no patient involvement associated with the event reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause as follows: the lamp or the components on the light source unit failed due to deterioration over time and long-term use; the e103 error likely occurred because the lamp ignition did not work correctly.